Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, the negative cell strap connecting the battery cell on the bottom of the battery cluster to the pcb was found to be broken and scorched near where it connects to the pcb. The actual fuse strap also shows evidence of heat, but was still intact. The most likely root cause for the cell strap breaking before the fuse strap was due to poor welding on the end of the strap connected to the battery cell. According to the device history record, the device passed all testing and inspections as required at the time of manufacture; there were no relevant non-conformances, alerts, deviations, or rework.

Event description:
It was reported that the battery stopped functioning and began to smoke during a procedure. The account had a back up on hand to complete the procedure with a 5 minute delay. There were no allegations of adverse consequences associated with this event.